Manufacturer narrative:
It is unknown if the device will be returned to olympus for evaluation. The customer provided the cleaning, disinfection, and sterilization (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during revalidation of the endothermo disinfector (etd), during maintenance and after reprocessing, the evis exera iii gastrointestinal videoscope tested positive for 500 colony forming units (cfus) of pseudomonas aeruginosa (all channels were sampled). The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. There was no patient or procedural involvement. Related patient identifier:(B)(6).

Manufacturer narrative:
Correction: b3 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, the reported event was not confirmed as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.